Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a right hemicolectomy procedure, the cartridge was loaded and the device given to the surgeon. He clamped down on the tissue as normal, waited fifteen seconds and proceeded to fire the device. He informed me that the blade moved forward a small amount and then stalled. He tried to reverse the knife blade and nothing happened. He then proceeded to use the manual override and again nothing happened. He managed to release the tissue by pulling it out of the anvil jaws. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.